Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse confirmed leaking from the mc (module cup) sample probe and replaced the solenoid loop cable harness between the mc vacuum waste valve and smart module 52 to resolve the issue. The instrument software version is 5.4.08. (B)(4).

Event description:
The customer reported the ise (ion-selective electrode) failed calibration and observed a contained leak from the mc (module cup) sample probe on their unicel dxc 600 pro synchron system. The customer described the volume of the fluid as approximately 2 ml. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.